Manufacturer narrative:
(B)(6).

Event description:
This report is based on information provided by philips field service personnel and is being investigated by the philips complaint handling team. Philips received a complaint on the v60 ventilator indicating that the device was not marking a leak and would not stop alarming. It is unknown if the device was in use at the time of the reported problem. No reports of patient or user harm/injury. A field service engineer (fse) completed onsite service and confirmed the customer issue. The fse advised the customer that the gas delivery system would need to be replaced. This investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) conducted onsite service. The v60 gas delivery system (gds) was replaced and the reported issue was resolved. The device was operational and met the manufacturers specifications after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.